Manufacturer narrative:
There was no indication of any malfunction of the device. Not returned.

Event description:
Allegedly, the patient underwent a laparoscopic supracervical hysterectomy in which a laparoscopic power morcellator was used and the surgical pathology confirmed a diagnosis of leiomyosarcoma in the morcellated tissue. She ultimately died from the cancer on (B)(6) 2010.

Manufacturer narrative:
The claim or lawsuit against ksea was dismissed or withdrawn because there was no karl storz product involved.